Event description:
It was reported by a medical professional that a vns patient was deceased. It was reported that the death was suspected to be due to a seizure, but the physician did not have any further information. It was reported the patient was frequently seen in the local emergency room, and was not-compliant with taking seizure medications. Information was received from the patient's family member indicating the cause of death listed on the death certificate was due to seizures, secondary to hydrocephalus. Additional relevant information has not been received to-date.